Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated a problem issue with telemetry. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electrical reset occurred with the implantable cardioverter defibrillator (ICD) and that wireless telemetry is no longer available. An electrical reset alert was triggered. It was also noted that there was right ventricular (rv) lead impedance variation and initial low battery voltage at the time of the electrical reset. The electrical reset was cleared. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.